Manufacturer narrative:
Olympus (B)(4) followed up the facility to obtain additional information and was informed that the facility completed the hemostasis but other information was not provided. The subject device was not returned to olympus medical systems corp(omsc), but to (B)(4). The evaluation by (B)(4) confirmed that some unknown plastic parts, which looked like a parts of clip, stuck within the suction valve but there was no irregularity in the subject device. Omsc reviewed the manufacture history of the subject device with reported and confirmed no irregularity. The instruction manual has already warned "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids."

Event description:
Olympus was informed that during a lifesaving procedure for a bleeding from digestive tract, the suction valve of the subject device clogged when the facility tried to treat bleeding. Olympus followed up the facility to obtain detail information of the event multiple times but without success.